Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hair/fiber on implant.

Event description:
Sales rep reported "black hair on the implant." Device was not implanted.

Event description:
Healthcare professional reported "black hair on the implant." Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: hair/fiber on implant: observed hair on the surface of the shell however is not considered workmanship because the packaging was received opened. No additional observations are performed. A further investigation will be requested for the event of hair/fiber on implant.